Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, device trace download analysis confirmed power error 25 due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. Customer had previously called to report power error detected alarm power error detected recurred within a week of troubleshooting previous occurrence. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.